Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient presented for a routine follow-up. The device memory noted episodes with loss of capture and some with noise on the right ventricular (rv) lead. The daily measurements noted two low out of range impedance measurements on the rv lead. As a result, an insulation issue was suspected. As the patient was not symptomatic and not pacemaker dependent, programming was modified. The patient will continue to be followed appropriately. No adverse patient effects were reported.